Event description:
It was observed that during the device evaluation, the duodenovideoscope presented adhesive peeling between the objective lens and distal end, gap in the adhesive area between server plug in (z-block) and distal end and foreign material in the forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of adhesive peeling and gap in the adhesive area: cause traced to component failure. Based on the results of the investigation, it is likely the following led to the malfunction of foreign material in the forceps elevator: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.